Event description:
Report received of an unrequested bolus dose delivery. The pump was programmed to deliver an unspecified concentration of meperidine. No specific programming parameters were provided. The customer contact reported that a member of the pt's family "bumped into" the pump, and a "beep" was heard as if a dose had been delivered. The pt pendant was reportedly "draped over the top of the pump" and not in the pt's possession at the time. The nurse was notified of the event and the pt's family denied pressing the pendant button. The nurse noted the phone plug was loose, and when it was "touched," the device reportedly delivered a dose. There were no reported adverse pt effects. No medical intervention were required. It was unspecified whether the pt received more drug than intended, however, the pt complained of pain after the event. The device was removed from clinical service. Therapy was resumed using a replacement device. Though requested, no additional information was provided.